Manufacturer narrative:
The insulin pump passed self-test, error test rewind test, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. Drive support disk was inspected and no anomaly was noted. Unit had multiple alarms in alarm history screen due to corrupted history file. No audio/beep or high pitch noise anomaly noted. Unit had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating high and low blood glucose readings, unexpected restart, external ram crc error and displayable history crc check failed at startup error from the insulin pump. The customer stated that he had been getting high and low blood glucose readings from the pump. The customer stated that there are high pitch noises coming from the pump. The customer stated that he stored his pump without a battery for over 2 months and all the settings were erased. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be loose. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.